Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer received assistance in resetting the pump from technical support, and the customer acknowledged and understood the instructions to call back if the issue recurs.